Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and uphold vaginal support system and pinnacle were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele and stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion and extrusion. It was reported that the patient underwent a partial explant of mesh on (B)(6) 2012 due to extrusion into posterior vaginal wall.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 3/17/2016. It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent sacrospinous ligament fixation and anterior repair. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh resection and revision of vaginal mesh erosion site on (B)(6) 2014 due to mesh erosion.